Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the endotracheal tube was identified as a potential factor in the patient's hospital readmission due to shortness of breath and soft tissue emphysema. The patient was later diagnosed with pneumomediastinum and tracheal laceration. The patient had been discharged home in stable condition earlier the same day following a surgical dacryocystorhinostomy and left maxillary sinus fenestration under general anesthesia requiring the endotracheal tube. The combination of shortness of breath, soft tissue emphysema, pneumomediastinum, and tracheal laceration constitutes serious harm and injury.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Complaint was considered confirmed based on customer narrative of events. A 24 month review was conducted and 0 additional complaints were identified related to this issue. No trend was observed. The lot number was not provided, however potential lot numbers provided by the distributor did not return similar incidents. The vendor was notified of the incident. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
It was reported that the endotracheal tube was identified as a potential factor in the patient's hospital readmission due to shortness of breath and soft tissue emphysema. The patient was later diagnosed with pneumomediastinum and tracheal laceration. The patient had been discharged home in stable condition earlier the same day following a surgical dacryocystorhinostomy and left maxillary sinus fenestration under general anesthesia requiring the endotracheal tube. The combination of shortness of breath, soft tissue emphysema, pneumomediastinum, and tracheal laceration constitutes serious harm and injury.